Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation along with the corresponding glidescope gvm monitor. A verathon technical service representative evaluated the returned spectrum smart cable but could not reproduce the reported issue. No issues were found, the cable functioned as intended. Verathon technical service evaluated the glidescope gvm monitor and was unable to reproduce the reported issue. No issues were found, the monitor functioned as intended. On completion of the evaluation the glidescope spectrum smart cable and the glidescope gvm monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a spectrum smart cable, the image would flicker when in use. The customer completed the procedure by holding the cable in place until a stable image appeared. This caused roughly a one-minute delay to the procedure. No harm to the patient or user was reported.